Event description:
The facility's clinical engineer sent an infusion pump for service. The device's event history was reviewed during service, and failure 813:01 was found. An attempt has been made to contact the reporting facility, but no information has been obtained regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device.